Event description:
Please note: this report pertains to the first of two devices that were used during the same procedure. Refer to manufacturer report # 3005099803-2008-03524 for a description of the second device. It was reported to boston scientific corporation on july 22, 2008, that a prolieve thermodilitation kit was used for the treatment of benign prostate hyperplasia (bph) in 2008. According to the complainant, a low water level reading was received with a few minutes left in the treatment. The physician proceeded to add water into the cartridge, and was able to successfully complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; as it was disposed of by the user facility, therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.